Event description:
It was reported that the patient presented to the operating room for a right atrial lead replacement. The lead exhibited noise and low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.